Event description:
The nc emerge was unable to be removed after being used for angioplasty in the left anterior descending coronary artery. The balloon was intentionally ruptured, in the hopes that this would allow for it to be pulled back through the guide, but it still could not be removed. The guide catheter, wires, and balloon were then removed together, and a new guide catheter was put in place to finish the intervention. There were no foreign objects retained in the body. Unfortunately, the product was discarded by staff.